Event description:
Prior to a diagnostic procedure, a white paste like substance was seen coming out of the distal tip when the catheter was flushed. Two additional catheters from the same lot were obtained and flushed; the same event occurred. None of these catheters were used during the procedure and they did not come into contact with the patient. A diagnostic catheter from a different lot was tried and was used to successfully complete the procedure. The patient is reported as 'fine' following the procedure. Same case as manufacturer report # 6000137-2003-00002 and 6000137-2003-0003.